Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) got multiple shocks for atrial fibrillation (af) with rapid ventricular response (rvr). The field representative reprogrammed the device but detection enhancements for the atrium were turned on and no atrial lead was in place. Additional information from the representative indicated that therapy was exhausted after the eight shock and the device was reprogrammed. The device remains in service. No adverse patient effects were reported.